Event description:
It was reported that, during preparation for a diagnostic hysteroscopy procedure, the subject device had poor cable contact, causing occasional black screen detection. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was found that the camera cable was faulty and the internal charged coupled device was broken. Therefore, it was assumed that normal communication was not possible, resulting in the event that the images did not emerge. Since the subject device was manufactured more than 15 years ago, the device history review could not be verified. The investigation results indicated that no nonconformities were found. Olympus will continue to monitor the field performance of this device.